Event description:
It was reported that the user experienced repeated insulin delivery occlusions while using the ilet with a steel cannula infusion set and standard-length tubing, resulting in elevated blood glucose readings and concern about device function; the event involved the infusion set and cartridge connection, with the infusion set connector attached outside the pump prior to installation, which is not per instructions. Symptoms included hyperglycemia. Outcomes included interruption of insulin delivery and the need for multiple supply changes. Investigation included user interview, guided troubleshooting, and a full supply change from new boxes. Investigation of this case revealed that the infusion set connector was attached in the incorrect order outside the device, and that proper reassembly and resumption of delivery resolved the occlusion alerts. It was concluded that user setup error led to insulin occlusions and hyperglycemia, and that user education on correct connection order restored expected operation.